Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 that the patient reported a calibration error during the warmup session. No additional event or patient information is available. Data was received for evaluation, data review confirmed the calibration error during warmup. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Pairing with nordic bluetooth device: passed. The share log was reviewed and confirmed the complaint. The probable cause could not be determined via product.